Manufacturer narrative:
(B)(4). Concomitant medical products: item # ep-183440 lot # 192970, item # 183032 lot # 633940. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10726, 0001825034-2018-10725. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no related deviations or anomalies during manufacturing. Surgical notes were not provided. Patient was reported to have metal allergy and could be a contributing condition . However, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total left knee arthroplasty subsequently the patient underwent a procedure to remove scar tissue due to pain and limited range of motion.